Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # j0425114v, implanted: (B)(6) 2004, product type lead; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 97754, serial # (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
Information received from the patient reported that they it was taking too long to charge their implantable neurostimulator (ins). The patient stated that they had tried to charge the day prior to report for 3 hours with the ins battery at ¾ full but it would not charge past this level with full coupling bars. It was noted that it was difficult to understand the patient and gave inconsistent information what they initially observed on the recharger. The patient initially stated that they had all coupling bars shaded in black then, when instructed to start a recharging session (by pressing the green button), they indicated that they did this the day prior and was not able to get a charge session going. The patient then stated that they were getting all but 1 ½ coupling bars. The patient noted that they were able to maintain coupling bars the day prior and was staying still during recharging but the ins would not go past the ¾ full. The patient also indicated that they had problems with the recharger unit and wanted it replaced despite attempts to troubleshoot. They reported that had a problem in the past with the recharger and the manufacturer¿s representative gave them new equipment which resolved the issue. However, based on the information provided by the patient, there appeared to be no problem with the recharging equipment itself. No patient symptoms were reported in the event. The indications for use for the implanted device were noted as non-malignant pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.